Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient out of range alerts for an unknown period of time on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).